Event description:
It was reported that the patient experienced superficial femoral artery distal dissection after percutaneous transluminal angioplasty (pta). The patient was enrolled in the (B)(6) study with the patient identifier of (B)(6) on (B)(6) 2018. A target lesion located in the right distal superficial femoral artery (sfa). The lesion was 100% occluded with a reference vessel diameter of 4 mm, length of 50 mm and was classified as a tasc ii b lesion. The target lesion was treated with a 2.1 mm jetstream xc atherectomy catheter and jetstream console. Post treatment, pta was performed, with 0% final residual stenosis. On (B)(6) 2018, same day of the index procedure post pta, dissection in the distal sfa was noted. This event could possibly be related to the jetstream devices. On (B)(6) 2018, the event was considered recovered/resolved. The patient had been discharged by 2 july 2018 with aspirin and clopidogrel. No action was taken to treat the event. No further complications were reported.